Event description:
Boston scientific received information that this device went into storage mode after going into end of life (eol) 10 months prior. As a result there was no therapy available and programming changes could not be made. The device was explanted and replaced successfully. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.